Event description:
It was reported that the patient underwent a total hysterectomy, vaginal repair, bladder suspension on an unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy, mccall suspension, cystoscopy, perineorrhaphy and mesh implant; due to pelvic organ prolapse, cystocele, rectocele and stress urinary incontinence. On (B)(6) 2011, it was reported that the patient¿s urine from bladder from implant procedure was (B)(6).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with hysterectomy due to pelvic organ prolapse, cystocele, and stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-00394. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure a mesh was implanted concurrently with paravaginal repair and abdominal sacrocolpopexy. It was reported that following insertion the patient experienced pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence, urinary problems, urethrocele, pelvic organ prolapse, vaginal scarring and dyspareunia.